Manufacturer narrative:
D4 primary UDI number was revised as it was entered incorrectly on the initial report that was submitted.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received. The company representative does not have the product for return.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated/selected d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure could not be determined as issue did not reproduce on returned product and no data logs from field were returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The medical doctor (md) called to report sudden purge flow (pf)/purge pressure (pp) high alarm. The pf was less than one milliliter per hour and the pp was 1063mmhg. There were no kinks and recommendations were given. The md will call again when they have changed the purge cassette for further instructions. An update from the md was received reporting that tissue plasminogen activator lysis was running. A ¿pp blocked¿ alarm has now occurred. Recommendations were given and best practices were shared. It was emphasized that monitoring should be done to watch for an increase in motor current.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information provides the patient's status post impella supports and notes the patient expired. Survival outcome at time of explant ((B)(6) 2026) of the replacement device was expired. At end of unit support care was withdrawn due to poor prognosis with no correlation to the impella as per the report. Following the clinical assessment, the reportable event classification was revised to death from malfunction. As a result, b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date of the replacement device, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Additionally, complaint coding has been revised to reflect the reported event updated details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 73-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) shock stage d. During support, a call was received from the managing physician regarding a sudden purge flow/purge pressure high alarm (purge flow <1 ml/h, purge pressure 1063 mmhg). No kinks were found in the purge line. Recommendations were given, and the team planned to call again after changing the purge cassette. The local team was informed. The physician reported that tissue plasminogen activator (tpa) lysis was running, but a ¿purge pressure blocked¿ alarm subsequently occurred. Recommendations and best practices were shared, including monitoring for an increase in motor current. The clinical support center (csc) was highlighted for further support. The tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor, and there was no impact on the patient. At end of unit support, it was noted that therapy was withdrawn due to poor prognosis, and the patient expired. The field representative responded that there is no correlation between the withdrawal of care and the reported events. The death is being reported; however, based on the available information, the patient¿s death is more likely attributable to the underlying postcardiotomy cardiogenic shock and critical illness.